Manufacturer narrative:
There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would lead to incorrect insulin delivery.

Event description:
It was reported the patient's blood glucose level dropped to 49 mg/dl. The patient reported the nurse tried to suspend their insulin but was unsuccessful. As treatment, the pod was removed and the patient's mother activated a new pod.